Event description:
On (B)(6) 2011: customer reports via e-mail that during a video urodynamics urology procedure on a (B)(6) male pt the system failed. The table lost all movement as well as the ability to fluoro. The procedure was completed without the use of fluoro. The customer does not have a back-up room. Customer reports no pt injury.

Manufacturer narrative:
Field service engineer (fse) confirmed that the table would not move and as a safety design feature would not fluoro. Fse troubleshot system per service manual and replaced the message center pcb. The table movement resumed, but message center displayed error. Continued troubleshooting and found a defective cpu board which was replaced. Fse then verified proper operation using hut dr service manual, sedecal generator service manual, huestis collimator service manual, and the infimed platinum one tech manual. Unit passed checkout procedures and was returned to full service by the customer.